Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced redness and irritation at the implant site following an MRI. Proper bandaging protocol was reportedly not followed. The recipient was advised to cease device use.